Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during dilatation of the esophagus performed on (B)(6), 2015. According to the complainant, during the procedure, it was noted that the stenosis was not tight and dilatation was being performed slowly. After 2 minutes the balloon was at 9 psi and the physician was concerned about a potential perforation. After 2 more minutes the balloon was at 12 psi, and the physician stopped the dilatation. The balloon was removed and the endoscope was used to observe the lesion. A perforation was noted at the dilatation site. Gastrografin was injected, however no leakage was found. A magentube was deployed, and the patient was placed under observation. The procedure was completed at this time. According to the physician "the possible root cause of the perforation might be selection of the balloon size. He said that he should selected the 30mm balloon." It was reported that there were no issues noted on the device. The patient's current condition is that she is feed-deprived, but was reported to be fine.